Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that every medication shows up twice for 1 patient. The technical support specialist investigated the med es server and found that the patient currently had two active encounters. The latest admission was under visitid sv0004787/25, while another admission under zc0017117/25 dated back, suggesting that the discharge message for the earlier encounter had not processed. Orders under the recent admission were displaying correctly without duplication. The tss recommended discharging the previous encounter first and then rechecking the station for any remaining duplicates. An attempt was made to follow up with customer, and no response has been received. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, every medication had appeared twice for one patient in the profile. However, there were no delays or adverse events or injuries reported based on this event.